Event description:
It was reported that a small left apical pneumothorax was discovered during a post-op chest x-ray. The patient was placed on high flow oxygen and serial chest x-rays. Slight improvement seen so no chest tube placed. Two day later a chest x-ray showed resolution of pneumothorax and the patient was discharged. No further patient complications have been reported as a result of this event. It is noted the patient is currently enrolled in the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).